Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient (a7007 relief 2) experienced inadequate stimulation during a permanent trial of the scs system. Therefore, the patient underwent an explant procedure during which the lead was removed. No further information was able to be obtained despite good faith efforts.